Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 silicone on the jaws came apart. Nothing detached completely from the jaws; the silicone just peeled off part of the jaw. No added incisions or time. A new kit was used to complete the case. No patient harm.

Manufacturer narrative:
Trackwise: (B)(4). The device was returned to the factory for evaluation on 11/02/2022. An investigation was conducted on 11/15/2022. A visual inspection was conducted. Signs of clinical use an evidence of blood were observed on the harvesting device handle and jaws. Charred material was also observed between the jaws and on the heater wire. A microscopic evaluation was conducted. The gray silicone insulation of the cold jaw was observed to be peeled off and detached from the tip of the cold jaw, exposing the metal jaw. The detached silicone was returned for evaluation. The silicone was observed to be burnt and discolored from use. The silicone insulation of the hot jaw and the heater wire were observed to be intact with no visual defects. Based on the returned condition of the device and evaluation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000255301 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 silicone on the jaws came apart and broke off in the patient during ligation. This piece was retrieved. No added incisions or time. A new kit was used to complete the case. No patient harm.